Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - DHR review for part#03.632.036 lot#9907547. Release to warehouse date: 2/3/2016. Supplier- (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while the surgeon was placing a screw, the surgeon had to "fight" the patient's muscle to place the screw during an l5-s1 transforaminal lumbar interbody fusion (tlif) case on (B)(6) 2016. The surgeon took the matrix long holding sleeve and tried to thread it on the screw head again to advance the screw further and when attempting to do so notches on the threads likely occurred. The notches were noticed when an attempt to load the holding sleeve on the following screw. Once noticed, the holding sleeve was placed on the back table and was not used for the remainder of the case. On the following few screws, it was noticed that the threads on the backup matrix long holding sleeve were also nicked and needed to be fixed. The case was completed successfully using a sterile backup instrument. The patient was unharmed and doing well. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(Added device code). Product investigation summary: the returned devices were examined and the complaint conditions were able to be confirmed as the threaded tips were found to be deformed, but intact in each instance. The outer-sleeves were not returned for either device. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. The matrix holding sleeve is one of ten (10) holdings sleeves for the matrix spine system utilized during screw insertion. The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative, and matrix ¿ mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. The relevant drawings for the returned devices were reviewed (both current revision and from the time of manufacture): top-level and inner shaft. The design, materials, and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instruments¿ lot numbers with no material record reports, non-conformance reports, or complaint-related issues identified. A design change was implemented to address the failure mode of the holding sleeve threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance; the returned instruments were manufactured to the current revision, after the implementation of these changes. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: a surgical delay of one (1) minute was noted.